Event description:
Patient underwent a CABG for 5 hrs with placement of the warming blanket under the back prior to the procedure. Post procedure noted to have a 6"x2" inflamed area on thoracic spine region, no drainage. Patient stated it "burns" and feels "hot." Skin intact. Tegaderm applied; no other treatment. Unable to determine if burn or pressure sore, from blanket.